Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. No unexpected cracked case anomalies noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 130 mg/dl. The customer stated that their is crack in case. The customer stated that device is not bumped or dropped and crack is seen on battery and reservoir compartment. The customer stated that the drive support cap has no damage. The customer doesn't how the damaged happened. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.